Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid bag. The cause of peritonitis was not reported. The patient was hospitalized for another indication. The patient was treated with unspecified antibiotics for the event. On an unknown date, pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient outcome was not reported. No additional information is available.